Event description:
Patient presented with an acute st elevation and myocardial infarction. The patient underwent urgent cardiac catheterization with the finding of an occluded left anterior descending artery at a rather acute bend in the patient's lad. A cypher drug-eluting stent was placed with good success. The patient went to acu where many hours after post-op,the patient developed recurrent chest pain with st changes. Repeat angiogram revealed subacute thrombosis proximal to prior stent. This was restented with a cypher drug-eluting 13mm x 3.0mm stent with success.